Manufacturer narrative:
Analysis was performed by remote service personnel which included communication and remote troubleshooting with the biomed technician. Biomed confirmed that the ECG waves were not updating and the clock had stopped at the time the system froze. A hard reboot of the system was performed after which the system was in local mode. The hardware was changed out in order to restore connection. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was defective hardware. The issue was resolved by replacing the pc hardware and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on the patient information center ix indicating that the overview station froze. The device was in use on a patient at time of event, there was no adverse event reported.